Event description:
It was reported that during a colon resection the instruments partially cut and fired an incomplete staple line. The procedure was completed with a like device with no patient consequence.